Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, moderately calcified right coronary artery (rca). During the third low speed treatment, the oad stopped spinning. The crown was pulled back into the guide by manual manipulation. Angiographic imaging was performed and revealed a perforation of the rca. A stent was placed and balloon angioplasty were performed in the area with the perforation. The patient was stable. The physician suspects the cause of the perforation was due to performing treatment where the wire bias was poor on intravascular ultrasound.